Event description:
It was reported by the contact that the customer's plump felt hot and an alarm was triggered. The customer put an icepack on the pump. Prior to the alarm, the customer's blood glucose (bg) level was 293 mg/dl. The contact indicated that the customer is an unstable diabetic and does not think the bg level was associated with the device.

Manufacturer narrative:
Additional info indicated that the t:connect history showed that the recorded pump temperatures were within the operating range. The contact reviewed pump history and there no temperature alarms. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.